Event description:
It was reported the patient had a urinary tract infection (uti).

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was ezw-urinary dysfunction/sacral nerve stim. Concomitant medical products: product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# v388976 serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 748910, serial # (B)(4) implanted: (B)(6) 2010, product type: extension. Product ID: 748910, lot# serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3889-28, lot# v462946 implanted: (B)(6) 2010, product type; lead. (B)(4).